Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain") and genital haemorrhage ("heavy bleeding/abnormal bleeding (general)") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" in (B)(6) 2014 and device monitoring procedure not performed "plaintiff did not underwent for essure confirmation test". The patient's medical history included anxiety, arthritis, allergic reaction to antibiotics, pap smear abnormal, pelvic pain female, adhesion, vulvodynia, polycystic ovarian syndrome and oligomenorrhea. Normal pelvic sonogram. Pelvic ultrasound with spectral doppler- impression: normal pelvic sonogram. CT abdomen and pelvis with contrast - impression: no acute abnormality. Mild diverticulosis. Previously administered products included for an unreported indication: mirena iud. Concurrent conditions included obesity, essential hypertension, abdominal pain, diverticulosis, left lower quadrant pain, cervix lesion, subchondral bone cyst, nausea, vomiting, weight gain, weight loss, feeling hot and cold, hair growth abnormal, hair loss, abdominal discomfort, stomach pain, cramps, bleeding genital, urgency urination, clot blood, irregular periods, breast swelling, abdominal cramps, dyspareunia, vaginal bleeding, heavy periods, painful periods, pelvic adhesions, uterine adhesions, cyst of ovary, ovarian adhesion, polycystic ovary, obesity, cough, periumbilical pain, incision site blister, burning sensation, hot flashes, night sweats, emotional disorder and incision site pain. Concomitant products included norethisterone (ortho micronor) for birth control as well as fentanyl citrate, levonorgestrel (mirena) since (B)(6) 2014, oral contraceptive nos and oral contraceptive nos. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2014, the patient experienced endometriosis ("diagnosed with endometriosis"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("pain lower back"), abdominal pain ("pain abdominal") and arthralgia ("pain hip and knee joints"). On an unknown date, the patient experienced abdominal pain lower ("cramping/lower abdominal pain"). The patient was treated with surgery (total hysterectomy uterus and cervix removed). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, female sexual dysfunction, weight increased and alopecia had resolved and the abdominal pain lower, back pain, abdominal pain, arthralgia and endometriosis outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, endometriosis, female sexual dysfunction, genital haemorrhage, pelvic pain and weight increased to be related to essure. The reporter commented: discrepancy found in insertion date (B)(6) 2014 and removal dates- (B)(6) 2014 and (B)(6) 2015. Discrepancy- date(s) of removal: (B)(6) 2014 (total hysterectomy), (uterus and cervix removed)), (B)(6) 2014(unilateral oopherectomy) ¿as reported, discrepancy noted. Mirena, insertion date: (B)(6) 2014 (as reported). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.4 kg/sqm. Most recent follow-up information incorporated above includes: on 26-feb-2019: pfs and mr received - new events back pain, abdominal pain, arthralgia and endometriosis were added. New reporter were added. Essure removal date updated. Concomitant medication, medical history were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain") and genital haemorrhage ("heavy bleeding/abnormal bleeding (general)") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" in may 2014 and device monitoring procedure not performed "plaintiff did not underwent for essure confirmation test". The patient's previously administered products included for an unreported indication: mirena iud. Concomitant products included oral contraceptive nos. In february 2014, the patient had essure inserted. In may 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), weight increased ("weight gain / loss specify which one: weight gain") and alopecia ("hair loss"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain lower ("cramping/lower abdominal pain"). The patient was treated with surgery (total hysterectomy uterus and cervix removed). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, female sexual dysfunction, weight increased and alopecia had resolved and the abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, alopecia, female sexual dysfunction, genital haemorrhage, pelvic pain and weight increased to be related to essure. The reporter commented: discrepancy found in insertion date feb-2014 and mar-2014 and removal dates- jun 2014 and 01 july 2015 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.4 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received. Events per pfs: abnormal bleeding (general), apareunia (inability to have sexual intercourse), pain, failure to occlude (close) fallopian tube(s), weight gain / lossspecify which one: weight gain, hair loss and plaintiff did not underwent for essure confirmation test were added. Outcome of the event updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("cramping"). The patient was treated with surgery (essure removal). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.